Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at concentration of "5mg" and dosage of 0.4 via an implantable infusion pump. It was reported that the patient presented with symptoms of meningitis and was sent to emergency room. The meningitis was confirmed and therefore the intrathecal pain pump was explanted. The hcp seemed to think that it might be cause from drug received from the pharmacy. The patient was provided with antibiotics. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.